Manufacturer narrative:
Report source other: (B)(6). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The facilities biomedical department investigated this error and determined that both the main power board and power supply board were faulty and needed to be replaced.

Event description:
Per (B)(6): it was reported that during preuse checkout of the unit, the unit had an error that prevented start of mechanical ventilation. There was no patient involvement.